Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was being evaluated for potential pump thrombus. Additional information was received that the pt was subsequently readmitted and taken back to the operating room (or) for a pump exchange to a device from another manufacturer. Upon arrival to the operating room, the pt reportedly had gross hematuria.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.